Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 20 infusion set cannula kinked event on (B)(6) 2024 after 3 hours of insertion for 10 sets and 3 or more hours of insertion for 10 sets. Insertion site was abdomen and arms. Infusion set has been removed immediately after insertion; 7 were removed after 4-6 hrs after insertion; 8 were removed after 2 days. Customer regularly rotate site location. The glucose level was high.therefore, patient was treated with correction via IV bolus. Furthermore, customer confirmed the introducer needle was ahead of the cannula prior to insertion. Customer replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.